Event description:
While performing an incoming evaluation of the device, the leak test was found to be out of spec. Co's svc tech inspected the device and replaced the valve cup o-rings. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.